Manufacturer narrative:
Additional information was requested. This investigation will be updated should further information be provided.

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted the same day it was implanted for an unknown reason. No new device or system was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted the same day it was implanted. No new device or system was implanted. Rep indicates patient continues enrolled in clarity, but has no further information. No additional adverse patient effects were reported.

Manufacturer narrative:
There was not enough information provided in the complaint and the product has not been returned for analysis. The patient continues enrolled in clarity with this device, which indicates the icm continues implanted and in service.

Manufacturer narrative:
Additional information was requested. This investigation will be updated should further information be provided.

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted the same day it was implanted for an unknown reason. No new device or system was implanted. No additional adverse patient effects were reported.